Event description:
Related manufacturer reference number: 2017865-2023-16636. It was reported, that interrogation revealed the patient's right ventricular lead and atrial lead exhibited noise due to electromagnetic interference (emi). X-ray revealed the patient's right ventricular lead was dislodged. No intervention was performed. There were no patient consequences.